Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer reported their blood glucose rose to 500 mg/dl. Customer also reported they attempted to deliver a bolus, but insulin drops did not come out. The issue was resolved with an infusion set change. The customer's current blood glucose was 300 mg/dl. It was found the customer was nauseous as a result of their high blood glucose. Troubleshooting found the customer's insulin pump was functioning as designed. Customer declined to continue troubleshooting as their blood glucose was declining. No additional information provided.